Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. A partial lead with the lead tip measuring 55.0 cm was returned for analysis. The portion of the lead that was returned was normal . Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the atrial lead was explanted due to loss of capture and undersensing.